Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited crosstalk, which caused high ventricular rate episodes. The ventricular blanking was increased and the device remained implanted.